Manufacturer narrative:
An analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case it is likely that interactions with patient anatomy and/or inability to maintain position/stability of the device during deployment led to the anterior needle to be deflected into the foot during the process damaging the anterior needle. The posterior needle was then not able to be ejected and was pulled back into the port during plunger removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, a cuff miss occurred as the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.